Event description:
A customer observed a negative (non-reactive) ahbc result for a pt sample tested on the vitros eci analyzer. The sample was diluted and when re-assayed gave a reactive result. False negative results may lead to inappropriate physician action. The results were not reported and there was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that dilution of the false negative sample yielded a reduction in the signal to cutoff ratio for the sample. This indicates that there is the likely presence of an unknown interferant in the sample. The vitros eci analyzer was determined to be operating as intended during this event. The root cause of the event is an unknown interferant in the pt sample.